Manufacturer narrative:
The reported event of lead break/high impedance was confirmed. Microscopic inspection of the return lead revealed a break/kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Additional information received indicated confirmed fracture of the right lead and surgical intervention took place, wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-05894. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in one of patient's leads. In turn, surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue, therefore both leads are being reported.